Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2015. The dependent patients condition post procedure was fine.

Manufacturer narrative:
(B)(4).